Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead was surgically abandoned for an unspecified product performance issue. No additional adverse patient effects were reported.